Manufacturer narrative:
Two (2) bags were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bags with water. A leak from the top left corner in the back of the bag was identified for the first sample. For the second sample, a leak was identified from the top left corner in the front and the back of the bag. The reported condition was verified for both returned samples. The cause of the condition was not determined. The supplier of the component has been notified of this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml exactamix eva tpn bags had leaked from the corner. This event occurred before use of the device. There was no patient involvement. No additional information is available.